Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed no activity related to the complaint. The battery was not returned with the pump for investigation. During evaluation, inspection of the battery compartment and battery cap showed that both were intact with no evidence of damage or moisture. The pump powered on normally and was exercised for 24 hours with no alarms or overheating. The pump electrical current draws were found to be within specification. The pump cover was opened and no internal damage or moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.